Manufacturer narrative:
Da-mc cable was replaced to resolve the failure. Da-mc cable was sent to the v60 vent manufacturing facility for investigation. (B)(4).

Event description:
Customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during inspection performed on 10/03/2016 detected da pcba adc (data acquisition printed circuit board-analog-to-digital converters) reference failed. While da-mc (motor controller) ribbon cable was checked, the error occurred when external load was placed. Additionally, review of the diagnostic event log reveals occurrence of da pcba adc failure on (B)(6) 2016. There was no patient involvement associated with this event.

Manufacturer narrative:
The da-mc cable was received at the v60 vent manufacturing facility for investigation. Visual inspection did not identify any signs of damage or contamination. The ventilator was started up repeatedly with the cable flexed. The ventilator was run continuously for one hour. No errors occurred and no failure was found. The root cause for the occurrence of 'data acquisition printed circuit board-analog-to-digital converters' failure that occurred on the customer's unit while being serviced, could not be identified.